Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The svc rep replaced the hand controller, the interior table console cable and the table console. The apix table was tested and is operating as intended.

Event description:
The customer reported that the apix table would not move. No pt injury was reported.